Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the information has been confirmed by physician. Nothing has been done as of yet. Patient told rep to get back with them. Someone did call the patient at some point to get more information, but I have yet to hear anything else.

Manufacturer narrative:
B5 has been updated. Additional information has been received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) is meeting with pt today and has already unpaired the controller and cannot get it paired again. Rep reported the clinician therapy manager tablet can read the ins and ins is at 40% charge. The patient hadn't used equipment for a while but was able to get ins charged yesterday. Rep only see no device found and is not able to charge ins when touches recharge, no passive charge or attempt to connect. Rep had another controller he tried and no difference. Technical services requested manufacturer and session files to be sent. Generated files on the call and transferred to health care it support services. Rep noted impedances were measured and contact 5 is "out". Rep called back on november 11, 2024. Rep states the patient therapy manager and recharger (rtm) they tried were spares and no new components and did not resolve the issue. Rep was unable to get into a passive charging mode with rtm and controller; controller would get stuck on a screen like "looking for device". Rep noted that they had to keep the clinician therapy manager close to the patient's ins, otherwise rep would lose connection to the ins. Technical services reviewed that engineering is looking at manufacturer file info. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that contact 5 was measured at 40,000. All other impedances were within normal range. The cause of the "no device found" message and inability to recharge/having to hold the communicator close to the implantable neurostimulator (ins) was not determined. The only action taken was the one on nov 1st. The manufacturer was researching the problem and there has been no update. The issue has not been resolved. The patient's weight at the time was not available. Controller and recharger were sent out for troubleshooting purposes.